Event description:
In 8/82, rptr got silicone breast implants. During that winter, rptr developed raynaud's. Her fingers and toes get white when she is cold. Rptr also has pain in her joints and swollen glands in her neck, muscle pain in jaw, neck and back, blurred vision and dizziness.